Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
On (B)(6) 2016, the patient has died during cemented bipolar surgery. The used implants are other company products. The temperature of the operation room was 21' the cement storage temperature was 6', the cement gun was used, the puls irrigation of medullary cavity was done. The cement was taken out from the storage just before use. The stirring was performed 1 minute. Then it was left to stand for 1 minute before insertion. The patients' blood pressure began to decline just after cement insertion. Although the pressor agent was used, the patient has died.